Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information provided by the customer will be included in a follow up report. The suspect device was not yet returned for evaluation so no root cause can be establish as of now.

Event description:
The customer reported that the lap top ventilator's power was cycling on-off independently. The customer confirmed that there was no patient involvement that was associated with the reported event.